Manufacturer narrative:
A valid serial number has not been provided at this time. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A clinical review has been conducted and this review has found no indication of any product clinical performance issues. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with the adc freestyle libre 2 sensor. Customer reported experiencing symptoms described as pain, inflammation, infection, and that "skin tore off" upon sensor removal. The customer had contact with a healthcare provider who applied an unspecified ointment and bandage to the sensor site. There was no report of death or permanent injury associated with this event.